Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device check, noise and myopotential oversensing were observed on the right ventricular (rv) lead. The patient is not dependent. The noise was reproduced via isometric testing. Programming change was made. The patient was stable and being monitored.